Event description:
It was reported that an automated pd set with cassette became disconnected from a transfer set when the home patient (hp) went to the bathroom. This occurred during dwell 5 of 5 of peritoneal dialysis (pd) therapy on the homechoice (hc) machine. The hp did not reconnect after the incident. The technical service representative (tsr) advised the hp to end therapy. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2 for this patient and event.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).